Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0768, awareness date 27-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that she experienced horrible pain, horrible bleeding and clots, hair loss, rash, memory problems and painful periods. She had essure removed on (B)(6) 2015 via complete hysterectomy, including ovaries. She immediately felt a huge difference after surgery. According to the pathology report one coil was embedded in her uterus, the other coil had perforated the tube and was attached to the fatty tissue of her colon and her cervix had chronic bacterial vaginosis. Product technical complaint (ptc) investigation results were received on 19-sep-2015: this adverse event report is related to a product technical complaint and was initiated due to a reported product technical issue. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had horrible bleeding and clots after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy, approximately 6 years after devices placement. Pathology report showed one coil was embedded in her uterus; the other coil had perforated the tube. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. During essure therapy, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion to uterus, migration to abdomen or occur as a result of a uterine/fallopian tube perforation during insertion. Device movement can result in pain and menstrual disturbances. In this case, the exact mechanism of the events was unknown. Nevertheless, given their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.